Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a delay between when the customer plugged the pump into a power source and when the pump battery began to charge. Additionally, the battery was observed to charge slower than expected. There was no reported adverse impact to the customer. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, the customer did not respond.